Manufacturer narrative:
(B)(4).

Event description:
It was reported that during total knee arthroplasty the legion pshf 9mm 7-8 would not seat in the tibial baseplate with perfect exposure and multiple attempts. The surgeon created a potential future path to dislocation by dislocating the joint for even more exposure. The procedure was finished using a smith and nephew backup device. There was a delay less than or equal to 30 minutes.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. The device was manufactured in 2017. The clinical medical investigation concluded that this case reports the tibial baseplate would not seat with perfect exposure after multiple attempts, thus creating a potential future path to dislocation. Per complaint details, there was no patient injury, and the procedure was completed with a backup device and a minimal delay of less than 30 minutes. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.